Event description:
It was reported that at a follow-up appointment, the physician noted that the shock impedance of this subcutaneous implantable defibrillator (s-ICD) system was high and out-of-range (>400 ohms). Diagnostic imaging was taken which did not reveal any abnormalities. The physician elected to surgically open the pocket and reconnect this electrode, but the impedance was still >400 ohms. The physician elected to explant and replace the electrode to resolve the event and the shock measurements were in-range. Upon inspection, the physician noted that this electrode was fractured which likely resulted in the high impedance. This electrode was received for analysis. The patient was stable with no additional adverse effects.

Manufacturer narrative:
The electrode was returned in with only the proximal segment, fractured (with complete separation of both the insulation and conductor coils) at approximately 337 millimeters (mm) from the terminal end. Visual examination identified a bubble and crack in the notch near the proximal electrode cable, which extended into the insulation. Additionally, visual inspection noted a slight curve in the electrode body in the region approximately 35 mm from the terminal pin. The fractured distal electrode cable and insulation were examined which revealed melting. X-ray imaging was also performed which showed no abnormalities beyond the observed fracture. These fracture characteristics were found to be non-specific but most likely contributed to the clinical observations of high, out-of-range shock impedance measurements.

Event description:
It was reported that at a follow-up appointment, the physician noted that the shock impedance of this subcutaneous implantable defibrillator (s-ICD) system was high and out-of-range (>400 ohms). Diagnostic imaging was taken which did not reveal any abnormalities. The physician elected to surgically open the pocket and reconnect this electrode, but the impedance was still >400 ohms. The physician elected to explant and replace the electrode to resolve the event and the shock measurements were in-range. Upon inspection, the physician noted that this electrode was fractured which likely resulted in the high impedance. This electrode is expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.